Manufacturer narrative:
Sample has not yet been received, but was reported to be available. The sample will be evaluated when received and a follow-up report will be filed.

Event description:
It was reported that a pt experienced ringing in the ears and visual disturbances during the use of a pain pump. Pump was placed on (B)(6) 2010. At physical therapy on (B)(6) 2010, all was well. At about 2:30 am (B)(6) 2010, she contacted the fellow at the facility. At physical therapy on (B)(6) 2010, the catheter was removed, and the pump was empty. It is unk if pump was clamped during the 2:30 am call, but the clamp was opened upon examination by sales rep on (B)(6) 2010. Pt is now stable.